Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that she was having some pain in the area where the ins was implanted. The patient reported that she did not have any falls or traumas or change in activity that could be related to this issue. No further complications anticipated. Additional information was received from the patient. It was reported that they were getting surgery to replace their implantable n eurostimulator (ins) battery and move it to a different location. The issue had not yet been resolved as the surgery was scheduled for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.